Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left subclavian tavr procedure with a 26mm sapien 3 ultra resilia valve, the procedure was modified, and the 14fr esheath+ was inserted into the end of the subclavian artery graft. The esheath was removed due to user error. A second 14fr esheath+ was prepped and used. However, it would not advance, so it was removed. Upon removal, the distal tip was observed to be damage due to calcium. A third 14fr esheath+ was then inserted issue, and the valve was successfully deployed. Per report, the esheath+ would not pass the calcified area in the ostium of the subclavian, and once removed, the tip of the esheath was lifted up around the edge.

Manufacturer narrative:
It was initially reported by the field clinical specialist (fcs), that during a left subclavian tavr procedure with a 26mm sapien 3 ultra resilia valve, the procedure was modified, and the 14fr esheath+ was inserted into the end of the subclavian artery graft. The esheath was removed due to user error. A second 14fr esheath+ was prepped and used. However, it would not advance, so it was removed. Upon removal, the distal tip was observed to be damage due to calcium. A third 14fr esheath+ was then inserted issue, and the valve was successfully deployed. Per report, the esheath+ would not pass the calcified area in the ostium of the subclavian, and once removed, the tip of the esheath was lifted up around the edge. However, upon further investigation of the nature of the damage to the esheath, there was no distal tip tear, the statement of 'the tip of the esheath was lifted up around the edge' was referring to the tip of the esheath being folded back due to calcium in the patient's anatomy. Based on this updated statement, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.